Manufacturer narrative:
The hill-rom tech found the communication cable needed to be replaced. Per the hill-rom's health hazard eval: during usage the pins from the port connected to the facility wall side may become damaged (broken, bent, etc). The primary root cause for this is that the communication cable is not properly removed from the wall and secured to the bed frame before transporting the bed. When the communication cable is pulled from the wall at an angle there is a potential for the pins/connector to get damaged. This is an inherent product use case issue (potential misuse) and not a product failure to meet the specified performance requirements. Nurse call systems in accordance with ul 1069 requires that the nurse call function be supervised, meaning that if for any reason the circuit is interrupted a nurse call or trouble signal is sent to the nurse's station. What this means it that there is no way for a sidecom communication cable to have a bent pin, broken wire or other issue int he nurse call circuit without the facility staff having knowledge without prior cancellation of a nurse call. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).